Manufacturer narrative:
(B)(4). Results: enlargement of the perivisceral and infrarenal aorta. Conclusion: enlargement of the perivisceral and infrarenal aorta).

Event description:
Talent, valiant and endurant stent graft systems were implanted in a patient for the endovascular treatment of a descending thoracic aortic dissection under physician sponsored ide # (B)(4). The patient had long history of descending thoracic aortic dissection with multiple interventions. The procedure required a carotid-carotid bypass to create a suitable proximal landing site. Two months later, the patient underwent another procedure for a type ii endoleak coming from the left subclavian artery where an amplatz closure device was implanted to seal the endoleak. Over that interval, the patient had an ascending aortic arch repair at another facility for a rapid expansion of the ascending thoracic aorta. A year later the patient presented with severe abdominal pain radiating to the back which was approximately 17 months post implant. CT scan showed severe enlargement of the perivisceral and infrarenal aorta with aneurysms measuring up to 7 cm in diameter. There was also suprarenal enlargement of the descending thoracic aorta beyond the previous endograft repair with a potential for extension of this device above the celiac artery. This extension would make the dissection more amenable to further endoluminal exclusion. The patient opted for the potential deployment of an additional endograft with endoluminal stent- graft extension of the prior thoracic endovascular repair. One valiant distal extension was implanted. The completion intravascular ultrasound showed some minor expansion of the true lumen; however, there was continued difficult interpretation of the infrarenal aortic anatomy. The patient also has a prior history many years ago of fenestration and stenting of the renal arteries which were difficult to interpret from the prior cts. After this procedure, options of open thoracoabdominal repair with direct re-implantation of the renal and visceral vessels and open repair of the infrarenal aortic and right common iliac artery aneurysm were discussed with the patient. An endovascular option of having an abdominal visceral debranching first followed by deployment of an infra-renal aorto uniliac and thoracic endoprostheses were also offered to the patient. The patient chose the endovascular approach where the visceral debranching was done. The procedure was complicated by a sudden shift in the complex dissection which resulted in an acute malperfusion to the debranching graft resulting in compromised flow to the left and right renal arteries, superior mesenteric artery, celiac, and right external and internal iliac arteries. The patient was transferred emergently to the endovascular suite where a reversal of the acute malperfusion was performed with the deployment of an endurant flared limb in the left common iliac artery followed by sequential deployment of a talent abdominal converter and 2 tapered valiant captivia thoracic endoprostheses. All branches originating from the bypass graft were found to be patent except for the sma and celiac arteries where a thrombectomy and infusion of tpa was performed with partial success. The next day the patient was taken back to the operating room to assess bowel viability and to rule out ischemic bowel. The patient underwent exploratory laparotomy with small bowel resection. Abdominal washout, colectomy, jejunostomy, lysis of adhesions and abdominal wound vac on 3 other subsequent surgeries were performed. After a long recuperation, the patient was discharged in stable condition. A follow-up CT scan a week after discharge showed no evidence of extravasation from the thoracic aortic stent. No additional clinical sequelae were reported. Per the investigator¿s assessment, these events were determined to be not device and not procedure related.